Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6). 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Event description:
Litigation papers allege that after the surgical implantation of the asr hip implant device, pt suffered symptoms and damage to his body including, but not limited to constant and severe pain and discomfort in his left thigh, left hip-joint, and groin; the formation of severe metallosis which has damaged bone and tissue surrounding the implant; chromium and cobalt metal toxicity; muscle spasms, and other complications. Pt experiences pain and discomfort anytime he begins to walk, and when he moves from a standing to a sitting position and vice versa. Pt will likely undergo revision surgery sometime in the (B)(6) 2011.